Manufacturer narrative:
The insulin pump was received with no act and down button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Unable verify for prime fill anomaly and perform functional check including, rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test and all the operating current test due to no button response. No unexpected audio or beep anomaly. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she changed the set and primed and later that evening, she was lying down in bed when the insulin pump delivered all insulin left in the reservoir when she was not trying to get insulin. She started shaking and got anxious. Blood glucose went down from 110 mg/dl to 40 mg/dl and family gave her some chocolate but it would not go up. Customer stated that the insulin pump was stick in the prime/rewind loop. She was assisted with the rewind and prime process but screen would not exit the rewind complete/bolus delivery loop. She also received a no reservoir alarm but the reservoir was not empty. . Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.